Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 493 mg/dl. Customer reported symptoms of headache, vomiting, dizziness and not being able to walk prior to the hospitalization. Customer was treated with IV drips and vital signs were taken at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A no delivery alarm and a motor error alarm were noted in the alarm history. It was noted that the motor error alarm occurred during bolus. Customer's blood glucose reading prior to the call was 51 mg/dl and stated that they are not on the insulin pump and will be treating with juice. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.